Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was later explanted and successfully replaced with a non-boston scientific lead. The explanted lead was discarded and will not be returned.

Event description:
Boston scientific received information that there was no capture on this atrial lead. Sensing had decreased and there was concern this lead might have dislodged. The patient was to undergo an x-ray for confirmation. No adverse patient effects were reported.